Event description:
It is reported that the tip of the guide wire broke off and went into the pt during an itst case. Another incision was made in order to retrieve the broken tip.

Manufacturer narrative:
Eval summary: there are scratches on the shaft of the pin as well as extensive damage on the threads. Dimensions taken are within spec. The age of the pin is unk and the usage history is unk. Details of surgical technique used are unk. There is insufficient info provided to determine the root cause of the reported incident. This product will be monitored for any adverse complaint trends. As returned, the tip is fractured at the threaded portion. There are scratches on the shaft of the pin as well as extensive damage on the threads. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable.